Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Event description:
It was reported that during segmental surgery, when severing vascular tissue on the second firing, after fired, noted some staples malformed with straight shape. Changed another device, they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. Additional information: this is a photo of the ec45a submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and second photos shows two staples in the tissue, however, you cannot see the formation of the staples. Also it were noted two surgical instruments supported a piece of tissue. The third photo shows a package from top view with a label. The fourth photo shows two devices, in the closing trigger in a device it can be seen the batch u5f31h. The fifth photo shows a tyvek from top view with a label, code ecr45w lot: u40f6w. (Exp. Date: 2025- 06 - 30). Based on the event described could not be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.